Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 1: 2 instances this past week where similar issues occurred with the primary IV sets. The proximal IV push ports are cracking and causing IV fluids to leak at the site from that port. I do not have the original packaging, as the issue was identified after the tubing was in use. For these 2 occurrences, the blood did not back up into the tubing. And the crack is visible to the naked eye with close visualization. No injury reported.